Event description:
It was reported that tip detachment occurred. The target lesion is located in the left lung. After a non-bsc hydrophilic guidewire was inserted, an angiojet ultra pe catheter was then advanced for a thrombectomy procedure. After thrombectomy was performed, the catheter was removed to do left lung angiography and was reintroduced to continue aspirating the left lung. The catheter was removed again to channel the right lobar artery (right lung). However, upon re-insertion, it was noted that the hydrophilic guide comes out of the tip of the angiojet catheter and the tip was detached from the catheter's body. The tip was gently pulled and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient is stable.